Event description:
The customer reported the battery operation time is short, voltage decrease and device shutdown. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.